Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Device history record (DHR) was reviewed and no discrepancies were found. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. Root cause due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly broke while the surgeon was trying to insert onto tibia tray. Surgeon used extra force and tapped with a mallet. Surgery was completed with another poly. No patient impact.